Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had replace battery alarm. Customer stated that they did not receive a low battery alert prior to the replace battery alert and it was the second occurrence of the replace battery alarm without low warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.